Event description:
Customer called to report a hospitalization due to diabetic ketoacidosis. The current blood glucose reading is 84 mg/dl. The blood glucose reading at the time of the event was 492 mg/dl. Customer has a lung infection. Customer was vomiting. Customer treated with insulin drip. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.